Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and customer alleging possible pump under delivery. The customer blood glucose level was 300 mg/dl at the time of incident and the current blood glucose of the patient is 400 mg/dl. Customer treated with insulin pump and manual injection. Customer states the drive support cap appears normal. The customer was able to passed the displacement test. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The insulin pump will be returned for analysis.